Event description:
(B)(4) - the dealer states the consumer didn't pick up the recall joystick until (B)(6) 2014 and will send proof of purchase by fax - the dealer states that the joystick won't power up. He replaced the joystick on the chair and it worked fine.